Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics. This report is submitted on may 21, 2024.

Manufacturer narrative:
This report is submitted on april 25, 2024.

Event description:
Per the clinic, the patient experienced a skin flap infection (specific date not reported). Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.